Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4).

Event description:
The literature article entitled, ""distal femoral replacement for acute distal femoral fractures in elderly patients"" written by clayton c. Bettin, md, john c. Weinlein, md, patrick c. Toy, md, and robert k. Heck, md published by journal of orthopaedic trauma accepted by publisher 1 april 2016 was reviewed. The article's purpose was to evaluate outcomes of a cemented modular rotating-hinge distal femoral endoprosthesis as a treatment option for elderly patients with distal femoral fractures. The implant system used was the lps limb preservation system (depuy). Data was compiled from 18 patients with average age of 77.1 years (range 62-94). Eight patients died of unrelated causes. The article reports only 2 patients had ""implant-related complications."" Each patient is captured individually in linked complaints. The article does not report specify that patients received patella resurfacing and it does not report the manufacturer of the cement. This complaint captures case r a 85 year old female patient who fell and had a interprosthetic fracture (she had a tha and tka ipsilateral side). Fracture was located between hip and distal femoral knee implants. She received revision to total femoral prosthesis and recovered well.